Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An inventory management specialist reported that during a cataract extraction with intraocular lens (iol) implant procedure, a defect on the optic was noted. Additional information was provided that the defect was in the middle of the lens, where it does not get touched during loading into the cartridge or implantation. There was no patient harm.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in two(2) segments and pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is torn/split-cut dividing the iol in two(2) and is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint - defect on optic . The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).